Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient described static that overcomes speech, is disturbing and creates anxiety as well as headaches which are increasing in both frequency and duration. As a result, he has been instructed to discontinue the use of the audio processor at this time. Patient denies any falls, trauma, illness or changes in medication.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). Conclusions: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The sound perception with the device became static. It was the same also when the patient switched to back-up audio processor. The patient was seen again for follow-up in (B)(6) 2017. The static overcame speech, was disturbing and created anxiety as well as headaches. As a result, he was instructed to discontinue the use of the audioprocessor. The patient was re-implanted.